Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the button became intermittently stuck upon delivering a quick bolus request. Customer¿s blood glucose ranged from mid to low-40's (mg/dl). A bar and a pecan twist was consumed to treat bg. Reportedly, the customer continued using the pump for insulin therapy.